Event description:
Title: implantable cath erosion. Pt was in for their scheduled monthly change of both their biliary tubes. When the tubes were removed, the tips of both catheters were fractured at the distal ends. This is the fourth event of this type for this pt. Pt has history of a liver transplant. Note: this is the 13th occurrence of catheter device failure since 10/2001.